Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. All the cables were re-seated and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information that the camera was cycling, beeping and displaying a 'localizer not connected' message. There was no patient present when this issue was identified.